Event description:
In this event it was reported that while using a ball bearing latch contra angle head the bur fell out and was swallowed by the patient. The bur was retrieved by means of an endoscopic procedure.

Manufacturer narrative:
Per FDA exemption # (B)(4), events where a bur walk-out results in an adverse event meeting the definition of a serious injury are reportable. Because intervention was required in this case, this event meets the definition of a serious injury and is therefore reportable per 21 cfr part 803. The root cause for this issue is normal wear. The ball bearing latch head, contra angle was discontinued in 1999 and came in with a loose latch that contributed to the bur being released during the procedure.